Event description:
During stenting of popliteal artery, the stent reportedly "ruptured the right tibial peroneal trunk" per physician. The case moved quickly to an open fem-pop bypass. There were no visible abnormalities of the stent or deployment device that I am aware of but that is only to my untrained, naked eye. There were no difficulties with deployment reported. This is the first incident of this type with this device at our hospital. Manufacturer is interested in doing their own qa on the stent and has asked for parts of the patient's medical record.